Manufacturer narrative:
Additional information : device manufacture date. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the text on the label at the back of the device has a printing issue. The "3" in 2023 (year of manufacture) was not completely printed. This issue was observed when the device was taken out of the box. There was no patient involvement.

Event description:
It was reported that the text on the label at the back of the device has a printing issue. The "3" in 2023 (year of manufacture) was not completely printed. This issue was observed when the device was taken out of the box. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the complaint of a printing issue that number ¿3¿ in 2023 (year of manufacture) was not completely printed was confirmed with the photos provided for investigation. Laboratory testing could not be performed as suspect devices were not received for investigation. A log analysis could not be performed since no devices were returned for investigation. Not enough information is available for an applicable label review analysis. The cause for the printing blemish could not be ascertained from the photo provided the device was reported as no patient involvement. The devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of a printing issue that number ¿3¿ in 2023 (year of manufacture) was not completely printed could not be determined.